Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that once the colonovideoscope was plugged in, a communication error (code 216) was present. The issue occurred during a diagnostic procedure (colonoscopy), which was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned distal end. A definitive root cause could not be identified. Based on the results of the investigation, for burned distal end the most probable cause of the complaint is traced to component failure and for the reported failure the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .